Event description:
It was reported that patient underwent total hip arthroplasty 2006. Prosthesis dislocated and revision procedure was performed eight months later to replace components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility information is available.